Manufacturer narrative:
Age, weight, and ethnicity: unknown/ asked but information was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye due to halos and since the patient was dissatisfied. A monofocal lens was used as the replacement. No other interventions reported. The patient outcome was not provided. The original lens was disposed. No other information was provided.